Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced several episodes of intermittent t-wave oversensing (twos) post-sense. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.